Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5072515. One customer sample received for inspection. Visual inspection of the sample identified a small amount of solvent inside female luer. Conclusion: the solvent is believed to have migrated inside the luer during bonding of the luer to the tubing.

Event description:
It was reported that after confirmation of adapter and luer connection the bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in. Still leaked blood. No injury or medical intervention.